Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient developed acute abdomen and was taken for a revision procedure. During the revision, it was noted that there was a green colored seroma formation and a fibrin layer on the small intestine. The mesh was explanted and vac therapy was given. Intra-op swab confirmed enteric pathogens. Additional information has been requested.

Manufacturer narrative:
(B)(4): acute abdomen; infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.